Event description:
It was reported that the lead integrity alert (lia) triggered. Additional information has been requested but is not available at this time. The right ventricular (rv) lead remains in use. It was further reported that there were no malfunctions noted with the rv lead. Lia would not turn off until the device was replaced due to reaching elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 4543 competitor implantable pacing lead (B)(6) 2006. (B)(4).